Manufacturer narrative:
The MFR's service rep performed an on-site investigation. The service rep replaced the fluoro functions and the generator interface printed circuit boards, and the interconnect cable, and adjusted the voltage. The system was tested and operates as intended.

Event description:
The customer reported that the 9900 system would display a communications error message. No pt injury was reported.